Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual evaluation of the returned viper universal polyaxial driver found the fracture occurred at the instrument¿s distal tip. The driver was tested for hardness and met specification requirements. Examination of optical images and scanning electron microscopy of the fractured surface revealed plastic deformation at the hex lobes which is indicative of torsional overloading and showed the fracture started at the hex lobes. No material or other abnormalities were observed in the analysis. Review of the device history found no discrepancies. The root cause of tip breakage cannot be positively determined. However, the patient is reported to have very hard cortical bone which may have contributed to the event. The driver underwent a post market review and reassessment of the design failure mode and effects analysis (dfmea) occurrence and severity is being performed. At this time, the complaint is considered to be closed.

Event description:
It was reported that during the surgical procedure, the tips of four screwdrivers broke. Also two pedicle screws broke during insertion and had to be extracted. The patient is reported to have extremely hard cortical bone. The difficulties resulted in a delay of twenty minutes to the procedure. There were no adverse consequences to the patient. See the following mfg medwatch reports for the other devices involved in this event: 1526439-2013-21097, 1526439-2013-21098, 1526439-2013-21099, 1526439-2013-21100, 1526439-2013-21101.